Event description:
Reportedly, while the physician was administering 200 joules of defibrillator energy to a pt, physician reportedly received a shock from the device apex paddle to the palm of their hand. The reporter stated there was no injury to the physician resulting from the event. There was no report of adverse affect to pt care associated with this report.